Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported turns off intermittently which were reproduced during evaluation. Multiple events of improper shutdown were verified through a review of the event history log. Visual inspection found to be caused by a damaged rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off intermittently. There was no known patient injury or medical intervention associated with this event. No additional information is available.